Manufacturer narrative:
Additional information was received that the patient was not receiving adequate stimulation due to lead migration. The patient underwent a revision procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient will undergo a revision for an unknown reason.

Event description:
A report was received that the patient will undergo a revision for an unknown reason.